Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. Visual inspection found dark brown material in pebax. The unit was sent to sem analysis and the sem results showed that the external surface of the pebax exhibit evidence of scratches and mechanical damaged. It is possible that an unknown external object made a puncture in the pebax. Spi/force screening, eeprom, carto test and coil disconnection test were performed and catheter passed all specification. No error found. Catheter is working properly. The device history record for the lot number 17156466m was reviewed and no anomalies were found related to this complaint. In addition, DHR review verifies that device was manufactured in accordance with documented specification and procedures. Complaint was not confirmed. An internal corrective action has been opened to address the smart touch pebax damage related issues.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and non-MDR reportable force issues occurred. The issue was resolved by replacing the catheter. The procedure was completed without patient consequence. Bwi failure analysis lab received the device for evaluation and on (B)(6) 2015 found via scanning electron microscope that the pebax (the area that houses the spring of the catheter) presents a puncture, this finding has reassessed the event as reportable because pebax integrity is compromised and could potentially contribute in an adverse event.